Event description:
It was reported that pump experienced malfunction during software update. There was no reported adverse impact to the customer¿s blood glucose level. Customer ultimately was unable to reset pump. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.